Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition the implant housing could be moved from its intended position which is most likely related to the reported impact and likely contributed to the device damage. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suffered from a hit on the head. Since then the user complains to hear unpleasant sounds and has vertigo when moving the implant body without wearing the processor. The recipient has a very thick skin flap and it seems that it was thinned out. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a hit on the head. Since then the user complains to hear unpleasant sounds and has vertigo when moving the implant body without wearing the processor. The recipient has a very thick skin flap and it seems that it was thinned out. Revision / re-implantation is recommended with a strong fixation of the implant body (sutures).